Manufacturer narrative:
Continuation of d10: product ID a820. Product type: software. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was receiving unknown drug via an implantable pump for malignant pain. It was reported that the patient had magnetic resonance imaging and they had a hard time getting the personal therapy manager to acknowledge that the pump was even there as it was taking a long time to connect to the pump. The patient had lost some weight so the pump was kind of twisted a little bit. The doctor also had a hard time getting the medication into the pump with the needle. Agent walked them through clearing the patient data service and they confirmed clearing the data corrected this issue.

Manufacturer narrative:
Continuation of d10: product ID a820, product type software. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.